Event description:
It was reported that during preventative maintenance of the cs300 intra-aortic balloon pump (iabp), the getinge field service engineer (fse) discovered that the battery charge indicator would not illuminate; suspecting that the main fuses needed to be replaced. Upon power-up, the unit immediately displayed electrical test fails code #50, indicative of motor control failure or a compressor failure. The fse also discovered that the iabp unit was due for battery replacement and noticed that the latches securing the battery compartment have been damaged and needed to be replaced. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The customer reported that the iabp was removed from service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. To address the electrical test fails code #50, the fse exchanged the compressor and the unit began to function. The fse suspected that the compressor/pump assembly was faulty. The fse noted that the iabp unit was initially part of a universal transport system and it was mounted on a hospital cart with velcro securing it. This pump console was never designed to be mounted on a hospital cart. The universal transport carts for this iabp console are no longer supported and no longer available. The fse presented his findings to the biomed and suggested that the necessary repairs be made prior to completing the pm on the unit. The fse will provide the biomed with an estimate for the repairs. The fse has not released the iabp unit for clinical use and affixed a red sticker to the unit indicating such. (B)(6).

Event description:
It was reported that during preventative maintenance of the cs300 intra-aortic balloon pump (iabp), the getinge field service engineer (fse) discovered that the battery charge indicator would not illuminate; suspecting that the main fuses needed to be replaced. Upon power-up, the unit immediately displayed electrical test fails code #50, indicative of motor control failure or a compressor failure. The fse also discovered that the iabp unit was due for battery replacement and noticed that the latches securing the battery compartment have been damaged and needed to be replaced. There was no patient involvement and no adverse event reported.